Manufacturer narrative:
Continuation of d10: product ID neu unknown lead, serial# unknown, implanted: (B)(6) 2024, product type lead, ubd: asku, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced rectal bleeding a few days after spinal cord stimulation (scs) system implantation. It was noted that a blood transfusion treatment was performed to address the issue. Although it was unknown whether any external factors may have caused the event, it was noted that the patient¿s physician had asked about the cause and effect of scs and melena. Additional information received stated that the patient had "experienced signs of wound infection" and that "it was decided to remove one lead" as a result. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the signs of wound infection, the skin was red and swollen, and exudate was leaking from the wound. The patient¿s rectal bleeding and melena was not considered related to the infection and not related to the patient¿s device or therapy. The lead was explanted on (B)(6) 2024, there have been no further actions, and the issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; serial#: unknown; implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The explanted lead will not be returned and is not in manufacturer possession. It was confirmed that it will be discarded. The product may be infected and was cultured in the hospital.